Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available for further action. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Trend analysis is not required due to no strip lot information was provided. This issue will be subject to tracking and trending. Corrective action is not required as product deficiency was not established.

Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2013, inratio 1.6, lab 2.2. Time between tests: 30 minutes. Therapeutic range: 2.0 - 3.0. Patient self tester reports milking the finger after finger stick and touching the finger to the sample well.